Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
Material no. Unknown and batch no. Unknown. It was reported that after use of the unspecified bd tube the sodium tube yielded a false positive a couple of times. The following information was provided by the initial reporter: mint green sodium/lithium tube yielded a false positive a "couple of times" this past year. There seemed to be a "high sensitivity" with this tube. Working with assay vendor.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown batch no. Unknown. (1 of 2) it was reported that after use of the unspecified bd tube the sodium tube yielded a false positive a couple of times. The following information was provided by the initial reporter: mint green sodium/lithium tube yielded a false positive a "couple of times" this past year. There seemed to be a "high sensitivity" with this tube. Working with assay vendor.